Event description:
It was reported that the insulin pump alarmed no delivery, multiple times, which was confirmed in the alarm history. At the time of the incident, the customer's blood glucose was 500 mg/dl, which was treated with manual injection. At the time of the phone call, the customer's blood glucose was 384 mg/dl. Troubleshooting was performed and insulin did not exit the tubing during the 5.0 unit fixed prime step, and the insulin pump alarmed no delivery. However, insulin did exit during manual plunger pushing. Manual priming was performed and the insulin pump alarmed no delivery, again. The customer changed their infusion set but not the reservoir, stating that they did not want to waist their insulin. The device was rewound and manual priming was performed. Insulin did exit the tubing; however the insulin pump alarmed no delivery, once again. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).